Manufacturer narrative:
Information was not provided by the reporter. Patient outcome not provided. Event is still under investigation.

Event description:
During retrieval, the filter was successfully snared. The co-axial sheath was advanced to collapse the filter and remove it. One of the legs would not release from the caval wall. Significant forward force was applied to the sheath in efforts to release. The force resulted in the outer sheath to detach from the proximal hub. Efforts to retrieval were halted and the retrieval sheaths were removed without harm to patient. The filter was not removed. The patient was referred to another hospital that specializes in difficult retrieval cases.